Event description:
It was reported that the lead exhibited impedance greater than 2400 ohms and was suspected to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.